Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
The autopulse platform (sn (B)(4)) displayed user advisory (ua) 18 (max take-up revolution exceeded) error message and the user was not able to clear the error message. Patient use information was requested but no additional information was provided, therefore patient use is unknown.